Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula bent and retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. The sensor was returned missing the insertion needle. Also, unable to confirm the reported issue of skin irritation in the lab.

Event description:
Customer reported via phone call that they were receiving sensor errors. The blood glucose reading was 49 mg/dl. Customer states that she was feeling ill. Customer states that the cannula broke into their body.